Event description:
The customer reported that the battery would not stay latched in the device, and an unexpected shutdown resulted.

Manufacturer narrative:
The customer reported that the battery would not stay latched into the device, and an unexpected shutdown resulted. The hospital biomed evaluated the device, and determined that the battery latch assembly was faulty. He replaced this assembly and resolved the issue.